Event description:
It was reported that an infusor lv5 underinfused. This occurred during patient infusion with fluorouracil and sodium chloride. The reporter stated that after the expected infusion time of 46 hours, approximately half of the solution remained in the bladder of the device. There was no patient injury or medical intervention associated with this event. No additional information was available.

Manufacturer narrative:
(B)(4). The device was not returned; however, a photograph was available for analysis. Examination of the photograph identified that there was fluid left in the bladder. However, the reported condition could not be confirmed as no functional testing could be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.